Manufacturer narrative:
This event occurred in (B)(6). The service engineer checked the instrument and alarm trace data and did not observe any relevant alarms at the time of the low results. Calibration and qc were acceptable. The customer spun the samples for 5 minutes at 4000 rpm. Based on the type of sample tubes the customer uses, the spin time may be too short and the spin speed may be too high. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem. Neither a general instrument or reagent issue were identified.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The patient presented to the hospital with heart attack symptoms and was admitted to the hospital. While the patient was in the hospital, several troponin t hs tests were performed. Three samples were obtained from the patient at 4:30 p.m. (Sample 1), 6:30 p.m. (Sample 2) and 10:30 p.m. (Sample 3). At 5:22 p.m. The result from sample 1 was 2583 ng/l. At 9:25 p.m. The result from sample 2 was < 3 ng/l with a data flag. At 10:04 p.m. Sample 2 was repeated with a result of 2535 ng/l. Sample 1 was repeated at 10:04 p.m. And the result was < 3 ng/l with a data flag. Sample 1 was repeated again at 10:54 p.m. With a result of 2635 ng/l. At 11:22 p.m. The result from sample 3 was 2648 ng/l. The doctor treated the patient according to the multiple elevated results that were received indicating cardiovascular intervention was necessary. On (B)(6) 2019 all 3 samples were repeated again: at 6:25 p.m. The results from sample 1 were 2654 ng/l and 2653 ng/l. At 6:26 p.m. The result from sample 2 was 2652 ng/l and the result from sample 3 was 2678 ng/l. Based on these results, the customer thinks the elevated results were correct. The troponin t hs reagent lot number was 370695 with an expiration date of 31-mar-2020.